Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01216.

Event description:
Patient allegedly received an implant via the right internal jugular vein due to motor vehicle accident. Patient is alleging tilt, vena cava perforation and one strut abuts loop of bowel. Patient notes and further alleges "I live with the anxiety of having a filter that could fail at any time, but that cannot be retrieved without a serious surgery because my filter has tilted within my vena cava, perforated outside of it and is abutting another organ". Patient notes post traumatic stress disorder, bipolar disorder, anxiety, depression. The patient does not recall the date of onset and is not receiving treatment by a physician. Per the (B)(6) 2011 ivc filter placement: "inferior vena cava filter placed (celect)". Per the (B)(6) 2018 CT (computed tomography) abdomen pelvis: "at least 4 of the struts protrude beyond the confines of the inferior vena cava. The largest protrudes slightly beyond 1cm this abuts a loop of bowel. Impression: vena cava filter with significant tilt".

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2011. The patient alleges to have been injured without further explanation.